Event description:
It was reported that this left ventricular (lv) lead was a case of an attempted implant due to unknown product performance issue. Additional information indicated that the physician wanted an upgrade and could not get any leads to have stable placement in the vessel. The lead was never in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).